Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-15190. It was reported that patient experienced ineffective stimulation. The patient stopped charging the device years ago due to an unknown reason. The device was explanted and a new system was implanted. Patient was stable.